Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to open, preventing access to medications, and the customer was unable to open it. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 5 malfunctioned and did not open. The field service engineer (fse) troubleshot an issue with drawer 5 on the auxiliary unit, which was not detecting the drawer as closed. The fse found that the magnet had fallen out of the inseparable unit. The magnet was reinstalled, and the drawer was tested in the hardware test application (hta). The drawer functioned properly, and the customer also tested it successfully with no further issues, resolving the problem. The system functioned as intended after the field service engineer repaired the device.